Event description:
It was reported that during surgery the "metal part with the hook that reads the depth" portion of a depth gauge broke off. The broken fragment did not fall into the patient. The procedure was completed successfully without harm to the patient or report of surgical delay. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Internal review was performed. The investigation of the complaint articles indicates that the: the complaint condition is confirmed as both devices were received broken. The needle was broken off of the depth gauge and a portion of the carbide insert was missing from the plate cutters. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Although the root cause cannot be definitively determined without additional information regarding the user technique and the condition at the time of the damage, the most probable cause of the complaint condition is the method of use and/or handling. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service and repair evaluation was completed: the customer reported the needle broke off. The repair technician reported the pin was broken. Tip broken is the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: service history review: lot #5158212 - no service history review can be performed as this is a lot controlled item. The manufacture date of this item is january 27, 2006. The source of the manufacture date is the release to warehouse date. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided by reporter. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the service history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.